Manufacturer narrative:
Returned for evaluation was solero generator, sn (B)(6). Functional testing was performed on the unit, however no issues were noted. The unit functioned as intended.the unit passed electrical safety testing with no issues noted. The unit meets all acceptance criteria. The reported complaint description of solero generator fault by initiation of ablation cycle without foot pedal or push button activation is not confirmed. The unit functioned as intended during the evaluation. The root cause for the generator fault was unable to be determined as the unit functioned as intended. This is the first reported error for this unit for this generator fault (initiation of ablation cycle without foot pedal or push button activation). In addition, this is the only reported complaint for this failure mode (initiation of ablation cycle without foot pedal or push button activation) for the solero generator product family in the past 15 months, as such, it is deemed to be an unconfirmed isolated incident. A review of the device history records (service order history) was performed for the reported serial number (B)(6) for any deviations related to the reported failure mode of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution; i.e. No ncr associated with reported failure mode. Labeling review: the user manual, which is supplied to the user with this unit contains the following statements: "errors are non-recoverable system failures which require the end user to reboot the system. System errors may be the result of a failure that the end user in general has no ability to correct. System errors will be reported with unique error numbers which must be provided to angiodynamics to facilitate troubleshooting. In the event of a system error please make note of the events leading up to the error, record the error number, and follow the on-screen instructions. If such an error occurs, the solero unit will turn off and disable the microwave source, so there is no risk of immediate harm to the end user or the patient. 6.3.2 unrecoverable system errors: any system error other than the coolant fault will be the result of an underlying problem with the system that the user will be unable to correct. In this case, the system will display an error similar to the one shown (example system error 125). The only differentiation will be the error number reported in the status bar. In this event, the user should note the conditions leading up to the error, record the error number, and report this information to the complaint handling department of angiodynamics. See section 12 for contact information. System errors are unrecoverable and the system should be shut down. It is not recommended that the system be restarted for further procedures until cleared by angiodynamics.ap here to enter dfu information. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference(B)(4).

Manufacturer narrative:
The reported solero unit has yet to be returned to the manufacturer for an evaluation. The results of the investigation will be sent via a follow up medwatch. Reference( B)(4).

Event description:
A clinical specialist reported an event with a solero generator when present for a procedure. The solero unit was turned on and the solero applicator was connected in preparation for a procedure. The applicator was placed on the sterile tray. The unit had been pre-set at 100w for 10 seconds to prepare to test the probe when the doctor was ready to place the device, with the signature green "ready" header at the top of the screen. The clinical specialist noticed the solero unit ablation light was flickering, although no one was near the unit or table. That was when the probe began ablating by itself. The clinical specialist immediately pushed the stop button to stop the ablating. The treating physician examined the applicator and determined it was okay to commence with the procedure using the applicator. The unit was turned back on and the procedure was started. During the procedure, the solero unit was experiencing issues requiring shut down and rebooting of the unit. It was then determined to try a new applicator. The procedure was completed using the new applicator, but the led indicator light was still sporadically lighting up and flickering. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident. It was indicated the reported solero unit is available for return to the manufacturer for an evaluation.